Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, a (B)(6)-year-old male child patient's infusion set's tubing detached/broken at the site connector, and it was not inserted in the body. Therefore, he experienced high blood glucose level at the time of the event which they tried to treat with a correction bolus via pump and water. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.